Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 15-aug-2019 and inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, operation channel- primary slice by accessory, prism scratched, distal tip annual maintenance, primary operation channel resistance, image shadows, passed wet leak test, customer complaint not stated, passed dry leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body, insertion tube mild crush at stage 1. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user upon completion. Parts to be replaced: deflector operating wire, deflector staycoil, objective prism assy, operation channel, bending rubber, distal case/cap, o-ring(0.5x1.3).